Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. Technical services (ts) reviewed the analysis data and determined that this device was exhibiting premature battery depletion. Ts recommended to have this device replaced. The device currently remains in service. No adverse effects were reported.